Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise ventricular short interval count v-sic=47.6 counts avg/day, in 450.71 days, between 19-jul-2010 17:55:58 and 13-oct-2011 10:52:06.

Event description:
It was reported that the right ventricular lead is oversensing. The lead is still in use. The lead will be monitored closely. No patient complications have been reported as a result of this event.